Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. A polaris mmg system was used for an ultrasound examination of the target lesion. During preparation, the system displayed an error. The procedure could not be completed due to this event. There was no patient complications reported.